Event description:
Event description guidant received information that this device has stored electrograms of atrial and ventricular tachycardia events. The atrial events are actually the device detecting farfield ventricular events. The ventricular tachycardia events are actually the device oversensing the t-waves.